Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with high defibrillation impedance on the implantable cardioverter defibrillator. The impedance remained elevated for two days and then returned to the normal range. The patient would continue to be monitored.